Event description:
It was reported that during an aortic dissection, the graft was implanted as an axillary conduit for arterial cannulation. At the end of the procedure, when the ecc machine conduit was retracted from inside the graf, a bleeding was reported through the graft. Graft was replaced and physician was able to gain hemostatic control of the pt. The physician completed the procedure and the pt had no complications.

Manufacturer narrative:
Results: no product eval was performed since the graft was not returned to the manufacturer and was discarded by hospital. A review of the device history records indicated that the graft was processed, inspected and released according to procedures. Specifically, the collagen coating records indicated no anomaly. The water permeability tests results indicated value well below product specification. Method: a product from the reserve sample, collagen coated the same day than the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. Results: please note that the device was not used in an approved indication. Conclusions: no conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.